Event description:
It was reported that ongoing intermittent malfunction alarms occurred. Customer's blood glucose (bg) level was 460 mg/dl. Customer performed a supply change and adjusted pump settings in attempt to treat bg. Customer went to the emergency room with moderate ketones and was subsequently admitted to the hospital. Customer was treated with manual injections and intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.